Event description:
I have experienced severe dry eyes on and off since my surgery. I never had this problem before. Upon waking up, in particular, my eyes are often stuck shut, and when I try to open them, I get a dry burning that feels like tape was just ripped off my cornea. Then my eyes sometimes start to tear uncontrollably for a few minutes. Usually after a half hour, the pain lessens. My vision is good, but for me, the pain associated with this surgery far outweighs the benefit of not wearing glasses. I was never told about the risk of this particular complication, though it appears to be quite common according to forums. The problem is exacerbated when I am in dry climates or exposed to allergens like dust, mold or cat hair. I've found one trick that can mitigate the pain when I wake up is to pull my eyes open with my hand instead of using my eyelids, but my eyes still feel extremely dry, and tear like crazy. It's now been 5 years since the surgery. I am as certain as anyone could be that these problems are caused by the surgery, because these problems were very bad directly after the surgery, and have simply lessened over time. I never experienced any dry eye problems or uncontrollable tearing before the surgery.